Manufacturer narrative:
(B)(4). The lot was manufactured from 10/02/2012 to 10/04/2012. Visual inspection of the returned device showed no obvious signs of physical abnormality. A functional test was then performed by manually refilling the device with water and observing for issues; during filling, backflow was observed at the fill-port, making it very difficult to fill the unit. Further examination of the device found that the backflow was caused by a glass fragment, approximately 0.30 mm in size, trapped between the check-band and stress member. The cause of the glass fragment could not be determined. In order to address this condition, a CAPA was opened. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned large volume infusor, backflow, or leakage, was observed from the fillport. There was no patient involvement. No additional information is available.